Event description:
A loqi notification was received reporting a 31 year old female patient presenting with cardiomyopathy for support via the impella cp device. During support, thrombocytopenia was endured. Per report, "stable thrombocytopenia. Multiple reasons for this given multiple mcs devices, zosyn, ppi, sepsis. Hitt sent x2, neg x2." A possible relationship with the impella device was noted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
There is not enough information to associate use of the device with the outcome

Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the thrombocytopenia was not determined due to insufficient clinical details. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.